Event description:
It was reported that the instrument was returned for evaluation and repair. The repair technician found electrical tests performed on the forceps failed and the insulation integrity is compromised. There was no report from the customer that any event occurred with a patient and no patient impact or injury was reported.

Manufacturer narrative:
(B)(4): the instrument was returned for repair. The electrical tests performed on this forceps failed and the insulation integrity is co mpromised. The jaws are loose (they are not glued anymore). The [loose] jaws and the failed electrical tests are likely the result of a shock [dropping] during use or reprocessing. The instrument was repaired, tested to product specifications and returned to the customer.